Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. It was observed that the cause of the reported issue was due to a seating issue with connectors to the user interface and therapy pcb assembly. After reconnecting the connectors, proper device operation was observed through functional and performance testing. The device was subsequently returned to the loaner pool.

Event description:
A stryker owned loaner device was checked during a routine maintenance and it was observed that the device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.